Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) device. There were no allegations against the device at the time of explant. Labatory analysis later identified a leaky capacitor within this device.